Manufacturer narrative:
Analysis of the subject returned device did confirm the reported issue. When the device is put on, the messages "technical problem" and ¿no network¿ are displayed. The device is unable to connect to network and to communicate. The most probable hypothesis is that a component failure caused the reported event. No cause for the reported event could be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 27-may-2025, the transmitter no longer connects to the network. In fact, whether the transmitter is at the patient's home or in our offices, it does not receive a network signal. It is impossible to connect to the back office.

Manufacturer narrative:
Correction: serial number update:(B)(6) is correct (B)(6) is incorrect.

Event description:
Reportedly, on (B)(6) 2025, the transmitter no longer connects to the network. In fact, whether the transmitter is at the patient's home or in our offices, it does not receive a network signal. It is impossible to connect to the back office.